Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level, as the caller declined to answer whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer acknowledged the instructions and may continue to use the pump, with guidance to call back if the issue recurs.